Manufacturer narrative:
Device evaluation: the control printed circuit board (pcb) was returned for failure analysis. The reported symptom of "not being able to start up normally" was verified. The reported symptom of the device stopping ventilation could not be duplicated. The pcba was placed in ht50 test unit. After connecting the unit under testing (uut) to ac, the device entered boot loop. Upon further inspection of the control board, the trace connecting oscillator y1 to capacitor c66 was observed to be broken. A probable root cause of the device not being able to start up normally was a broken trace between y1 and c66. One additional finding was that one of the terminals of capacitor c107 was loose in the capacitor body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair will be completed at a non-medtronic location. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use, the ht50 ventilator generated alarm and the unit stopped ventilating. The unit was not able to start up normally. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.